Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort due to excessive redundant tubing in the scrotum. In addition, the patient stated he has never been able to use the ipp. A medical appointment is scheduled with a different physician. No further information was provided.